Event description:
The customer contacted baxter's technical service center to report a issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use dwell 4 of 5. The baxter technical representative (tsr) assisted the home patient (hp) to cycle power to clear the alarm and explained the alarms. The hp will disconnect and discard supplies. The hp stated that there were no obvious reasons for the alarm and the hp will contact the registered nurse (rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.